Manufacturer narrative:
A3 - patient age has been estimated based on a review of the patient records. A4 - patient weight could not be provided. This MDR is part of abbott's patient outcome update project. Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) serial number (B)(6), and the reported patient outcome could not be conclusively determined through this evaluation. The device was not returned for evaluation. It was communicated that due to hospital policy, no further information would be provided. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 lvas instructions for use (IFU), rev. C, is currently available. Section 1 of the IFU, ¿introduction¿, lists potential adverse events, including death, that may be associated with the use of the heartmate 3 left ventricular assist system. No further information was provided. The manufacturer is closing the file on this event. Section a2, a3, a4: patient age, date of birth, and patient weight could not be provided due to hospital policy.

Event description:
It was reported that the patient passed away on (B)(6) 2023. The cause of death was unknown.